Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms were noted and the insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. No moisture damage was noted.

Event description:
The customer reported that the insulin pump was not responding at all and alarmed a13 before completely shutting off. The blood glucose reading was 72 mg/dl. In troubleshooting, the display did not return. No further information was provided.